Event description:
It was reported that during evaluation at bench repair, the device had no audio. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
Initial evaluation of the device identified the device had no sound due to a defective speaker. The device is awaiting final testing. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test. It was confirmed that the speaker was defective. The device will not be repaired and was removed from service. If additional information is received the complaint file will be reopened.